Event description:
Caller reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller received instructions to remove the pump from its case but opted to refill the tubing without removing it and successfully resolved the issue by reloading the cartridge, allowing insulin therapy to resume.